Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be provided upon receipt.

Event description:
It was reported that, while in use on a patient for over twelve (12) hours in working condition, the cs300 intra-aortic balloon pump (iabp) started alarming "auto-fill failure". There was a clicking noise heard as if the iabp was trying to fill. The tank was 1/4 of the way full. The nurse made sure the tank was turned open, and disconnected and reconnected all of the lines to make sure they were secure. There was no indication of a leak or blood in the line. The iabp was then shut off and restarted. The iabp was replaced with another to continue therapy with no further issues. The original iabp was sent to the biomedical department and is awaiting evaluation. There was no patient harm or adverse event reported.

Manufacturer narrative:
The customer reported that the iabp unit has been released back to clinical service. There was no information provided regarding the evaluation or possible repair of the iabp.

Event description:
It was reported that, while in use on a patient for over twelve (12) hours in working condition , the cs300 intra-aortic balloon pump (iabp) started alarming "auto-fill failure". There was a clicking noise heard as if the iabp was trying to fill. The tank was 1/4 of the way full. The nurse made sure the tank was turned open, and disconnected and reconnected all of the lines to make sure they were secure. There was no indication of a leak or blood in the line. The iabp was then shut off and restarted. The iabp was replaced with another to continue therapy with no further issues. The original iabp was sent to the biomedical department and is awaiting evaluation. There was no patient harm or adverse event reported.